Manufacturer narrative:
Investigation results the retainers both ordered are retainers from setup staging not sa. Basin on the sequence of orders, the ordered retainers as are show crowded lower anterior, I am suspecting they have use or submitted old scans not scan after the use of refinement 2 which shows aligned teeth. If these orders are ordered as retainers coming from same old scan as tm 2. They should have ordered new scans. DHR we reviewed the DHR for this so-(B)(6) / patient ID# (B)(6)/ site ID # (B)(4) qty. (B)(4) items assy-500015 (retainers) were packaged by the first shift by auto bag and box operation on november 22, 2024, manufacturing supercell sc2, equipment pua-03. The sales order was inspected and met with the acceptance criteria provided by qa. Return we received the return of 2 lower retainers (lret sn: (B)(6) and sn: (B)(6), patient ID: (B)(6), so-so-(B)(6). We reviewed the returned devices (retainers) and did not observe any distortions, deformations, or conditions in the trays that were out of specification.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that a patient using suresmile retainer are hurting, cutting the patient, and being really tight.